Event description:
The pump was returned to the manufacturer when it was replaced. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The pump underwent route analysis. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine.

Manufacturer narrative:
Final device analysis revealed that the motor feedthru was shorted to the case due to a large amount of bridging residue. The bridging occurred across the glass to the outer gold of the ferrule.